Event description:
Olympus was informed that during an unspecified procedure, the loop cutter became stuck in the pt, but the user was able to remove it from the pt. The procedure was completed using a different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval, as it has been discarded following the procedure. The exact cause of the user's report could not be conclusively determined.